Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of heparin (50 units/ml 500ml bag) to a patient admitted for septic shock. The heparin was intended to infuse at a rate of 1900 units/kg/hour which equated to 38ml/hour with a volume to be infused of 38ml. When the bag was changed at 1055 and 1200 it was noted to be empty. The patient's active clotting time was measure at 343 seconds and partial thromboplastin time was greater than 140 seconds. The patient's arterial line was removed and pressure held to radial site for greater than 45 minutes. Patient was administered 50mg of protamine by IV push. Following the event, the patient's lab values stabilized.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of heparin could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module and the administration set did not find any existing malfunctions. The suspect pump module, alongside the returned administration set, were found to be infusing within specifications and did not show any signs of unregulated flow occurring. The retrieved associated logs showed on (B)(6) 2025 at 10:42 pm, an infusion of heparin, at a concentration of 50 units/ml, was programmed and started with a rate of 20 ml/h and a vtbi of 450 ml. This indicates that the device had been in use two (2) days prior to the alleged incident, without any reported issues or anomalies. It was noted that an air-in-line alarm occurred on (B)(6) 2025, at 10:35 am, followed by the programming of a 30-minute delay that was not started. On (B)(6) 2025, at 10:54 am, the pump module door was opened, triggering a safety clamp open alarm for one (1) second, and the volume to be infused (vtbi) was changed to 450 ml (instead of the reported vtbi of 38 ml). The infusion was then started again. At 11:46 am, a 20-minute delay was programmed (stopping the infusion at the 52-minute mark) however, at 11:53 am, the pump module was channeled off. At 11:58 am the unit was selected but was then channeled off again before restoring the infusion programming parameters. The suspect pump module was removed at 12:00 pm. It was noted that after the suspect pump module (s/n: (B)(6)) was removed at 12:00 pm, the concomitant devices remained in active use until the system was powered off at 12:12 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of heparin was not determined. No anomalies were observed with the pump module or the administration set that would contribute to the reported event. The returned pump module, alongside the returned administration set, were found to be infusing within specification. It was noted that the programmed volume to be infused (vtbi) during the time of the reported incident was 450ml. This differs from the reported programmed vtbi of 38ml. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was an over infusion of heparin (50 units/ml 500ml bag) to a patient admitted for septic shock. The heparin was intended to infuse at a rate of 1900 units/kg/hour which equated to 38ml/hour with a volume to be infused of 38ml. When the bag was changed at 1055 and 1200 it was noted to be empty. The patient's active clotting time was measure at 343 seconds and partial thromboplastin time was greater than 140 seconds. The patient's arterial line was removed and pressure held to radial site for greater than 45 minutes. Patient was administered 50mg of protamine by IV push. Following the event, the patient's lab values stabilized.